Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for revision of the right ventricular lead due to noise and low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Event description:
It was reported that patient presented for revision of the right ventricular lead due to noise and low pacing impedance. The lead was capped and replaced on 20 apr 2021. The patient was in stable condition.

Manufacturer narrative:
Correction: b5, h6, d6b - explant date should be blank.

Event description:
New information received notes that an insulation anomaly was observed. A partial lead was may have been explanted.

Manufacturer narrative:
Correction: d6b

Manufacturer narrative:
The reported events of noise, low pacing lead impedance and insulation anomaly were confirmed. As received, a complete lead was returned in one piece. An external insulation abrasion was found at 11.1 ¿ 11.2 cm from the connector pin, proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported events was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Other damages found are consistent with procedural damage.